Event description:
The customer reported leaking from cracked female luer during infusion. "Parents noticed IV tubing was leaking. Rn arrived to find bifuse leaking cracked at hub. Replaced bifuse." The event occurred on pediatric transplant unit, (B)(6). No pt harm or medical intervention was reported. No further pt/event information was reported.

Manufacturer narrative:
(B)(4). Additional information (B)(6). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.